Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 50 mg/ml morphine at a dose of 40.004 mg/day and 5 mg/ml bupivacaine at a dose of 4.0004 mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient's pump had recurring motor stalls. It was not know what if any environmental/external/patient factors may have led or contributed to the motorstalls. Numerous interrogations performed by the hcp. The pump was replaced on (B)(6) 2017. The hcp said the motor kept stalling so the pump needed to be replaced prematurely. The rep interrogated the pump prior to surgery and it was in fact in a motor stall state. The issue was resolved at the time of this report and the patient's status was "alive- no injury". The pump was to be returned to the manufacturer for analysis. The patient's medical history included chronic back pain.

Manufacturer narrative:
The pump was returned for analysis and review of the pump logs confirmed multiple motor stalls occurred. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse morphine and bupivacaine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. F information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.